Manufacturer narrative:
The complaint about the non-rechargeable ipg had reached the end of service life was confirmed. However, device exhibits normal characteristics. Elective replacement indicator will appear when the device battery level is below the expected range of 2.65 volt and will suspend normal operation with an end-of-service message. The device was in service for about 1065 days with a pulse-width range (30 - 50) and an eui range (8.9 -11.4) which is within the expected range per the direction for use (dfu).

Event description:
A report was received that a patient underwent an ipg replacement surgery due to the original ipg prematurely depleting. The physician felt that the ipg life was too short.

Event description:
A report was received that a patient underwent an ipg replacement surgery due to the original ipg prematurely depleting. The physician felt that the ipg life was too short.

Event description:
A report was received that a patient underwent an ipg replacement surgery due to the original ipg prematurely depleting. The physician felt that the ipg life was too short.